Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. During the investigation mmdg found that the pump could not be turned on at all due to a failed pcb board. Because of this, the pump could not be tested. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump "works for ten minutes then turns off on its own". They stated there was no alarm. Mmdg followed up with the initial reporter to obtain additional information, however, the initial reporter stated that no information was available. (B)(4).